Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to sharp pain. A device check was performed and this right ventricular (rv) lead was found to be exhibiting loss of capture. Pace impedances and r-waves were also found to be lower than the values at implant. An x-ray was performed which could not show an abnormalities, but the physician suspected the rv lead had microdislodged. The rv lead was repositioned. During the revision, the lead was tested via a pacing system analyzer which confirmed the low values of pace impedances and r-waves. The repositioning was successful and the lead remains in service. No adverse patient effects were reported.